Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for evaluation. Therefore, no root cause could be determined. However, the customer stated that they will continue to troubleshoot the unit and compare its operation with another vent. As per the technical support's advise it was verified that everything in the exhalation corner was seated correctly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received

Event description:
It was reported to vyaire medical that the breath rate not being consistent and that the unit was zeroing out every 10 minutes like a reset. At this time, there is no information regarding patient involvement associated with the reported event.